Event description:
Following six inflations with the balloon, attempts to pull back, resistance was felt and the catheter became stuck within the lesion, the catheter was pulled back with force and separated within the iliac artery.